Event description:
It was reported that patient underwent primary knee surgery on (B)(6) 2010. Revision procedure was performed on (B)(6) 2012 due to the bearing loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. Device is expected to be returned. Upon item return and completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned locking screw and tibial inlay were evaluated. A visual inspection has confirmed that the locking screw thread and the bottom area of tibial inlay show several areas of damage. Also, the locking screw has inserted a small polyethylene plug in which the thread will be created while bolting it to prevent the screw from becoming loose. The thread has been created in the polyethylene plug, therefore, indicates that the screw has been screwed. No functional test can be performed in order to verify the assembly between the involved items due to the fact that the screw thread and the tibial inlay are damaged. The manufacturing order and the inspection records of the other involved pieces (tibial tray, tibial stem and femoral component) implanted to the patient have been reviewed, and no relevant non-conformities have been found. Although the cause of this event has not been identified, no evidences have been found that could relate the incidence to the inspection or manufacturing process of the involved pieces.